Event description:
It was reported post percutaneous electrophysiology procedure, an 8f angio-seal sts device was used to seal the femoral arteriotomy site. Difficulties were encountered as the device was stuck in the pt and could not be removed, in fact, it may have been deployed subcutaneously. Manual compression was applied to achieve hemostasis and the pt underwent surgery for removal of the angio-seal device.